Event description:
It was reported that the patient was experiencing pain, a catheter issue was discovered and a revision was performed. The patient had inadequate pain relief after the pump medication was switched from prialt to dilaudid despite multiple increases, and also continuing pain at insertion/anchor site (distal segment). The healthcare provider (hcp) performed a flow study and was unable to aspirate catheter, but was able to push dye through which was observed in intrathecal sac. A catheter kink was subsequently discovered due to compression. The compression kink was from a "butterfly" type anchor, with a possible suture that was too tight. The kink required surgical intervention and removal of butterfly anchor suture. The hcp cut the catheter, observed both backflow of cerebrospinal fluid (csf) and flow of drug through proximal end of the tubing. The catheter was repaired and the hcp used a retention suture on the connector pin to stabilize the revised catheter. The patient status was reported as "no injury/no adverse event." The medication in the pump was dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).